Event description:
The event is reported as: the doctor claims to have experienced difficulty deflating the cuff prior to extubating the pt. There is no report of a pt injury.

Manufacturer narrative:
A device history record (DHR) could not be conducted since the lot number was not provided. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported. Teleflex will continue to monitor and trend relating complaints.